Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and fecal incontinence. It was reported that the patient started seeing 1707 error over this past weekend. Agent reviewed considerations around this message. Additional information was received from the patient. They reported that the issue was not yet resolved; it was a work in progress. The patient stated they were not hopeful things would be resolved. Additional information was received from the patient on 2025-april-28. They reported that they were dissatisfied with the rechargeable interstim. They believe this unit requires significant revision or removal from the market. Their main concern was the excessive recharge time. It takes approximately five hours to fully charge the device, which, in my opinion, is far too long. This prolonged recharge time has become a significant. It was also stated that the been consistently dissatisfied with this device since it was installed. It has not performed as expected, and the recharge mechanism is completely incompatible with their needs

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported the patient had experienced persistent and unresolved challenges following implantation of the manufacturer's implantable neurostimulator (ins) for fecal incontinence. While the patient had a favorable response during the trial phase, they had experienced no appreciable benefit since receiving the permanent implant. The patient's symptoms include the following: urgent, frequent, and liquid stools; intermittent fecal incontinence; and a lack of awareness of impending bowel movements, contributing to accidents. Additionally, the patient was encountering a significant technical issue, with device charging requiring over five hours, which was impractical and may indicate a hardware malfunction. Importantly, the patient had been working closely with the rep to troubleshoot and adjust settings, but despite these efforts, there has been no resolution of either the patient's clinical symptoms or the device-related concerns. Given the duration and severity of these issues, the hcp respectfully requested escalation of this case for further technical evaluation and guidance on next steps, including possible reassessment of device function, reprogramming options, or alternative management strategies.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). Technical services left a message for the rep to call back regarding next steps for the patient regarding the poor charging experience.